Manufacturer narrative:
Tracking #.49901. D5,6; h4: info not available. H6; broken outer blade. The analysis results confirmed that the instrument was returned with the outer blade broken. The broken blade was analyzed and was found to have "cold laps" which were caused during the casting process. The "cold laps" casting issue caused the blades to weaken. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident.

Event description:
It was reported during a laparoscopic cholecystectomy while using the dcs12 scissors upon opening the device one of the scissor blades was noted to be missing. An x-ray was taken and the blade was found to be lying between the omentum and colon. The surgeon retrieved the blade laparoscopically. The surgeon does not know when or how this device broke apart. A new dcs12 was pulled to complete the case. There was no consequence to the pt.